Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 25feb2020 in the b.5. Field. No further follow-up is planned. Evaluation summary. The father of a female patient reported that the injection button of her humapen luxura device was hard to push and "could not release the full dose of treatment and sometimes it was jamming." The patient experienced increased blood glucose. Investigation of the returned device (batch 1308b02, manufactured august 2013) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The reporter stated the device was used for ten years. However, based on the age of the pen (manufactured august 2013), the in-use time was likely six-plus years. The instructions for use states the humapen luxura has been designed to be used for up to six years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. This misuse is not likely relevant to the event since the device met functional requirements and met dose accuracy specifications.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 15-year-old (at the time of initial report) female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine for diabetes mellitus, enalapril maleate for kidney disease and levothyroxine sodium for hypertension and goiter. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml, cartridge), via a reusable pen (humapen luxura, burgundy) at 7 international unit, thrice daily, via unspecified route, for diabetes mellitus, beginning on (B)(6) 2007. Sometime in (B)(6) 2019, while on insulin lispro treatment, she had a issue because it was hard to push the humapen luxura (burgundy); therefore, the humapen luxura (burgundy) could not release the full dose of treatment and sometimes it was jamming (pc number: (B)(4) and lot number: 1308b02). Due to which she suffered from increased blood glucose level since (B)(6) 2019 and was hospitalized on the same day and had not discharged by the time of report. Further details including corrective treatment and outcome for events was not provided. Insulin lispro treatment status was not provided. Follow up would not be possible as the reporter denied consent and the treating physician contact details were not provided. The operator of humapen luxura (burgundy) was the relative of patient and his/her training status was not provided. The humapen luxura (burgundy) general model duration was not provided and the suspect device model duration of use was 10 years as it was started sometime in (B)(6) 2010 (conflicting information as device was manufactured in aug2013). The humapen luxura (burgundy) suspect device associated with product complaint (B)(6) was return to the manufacturer on 20jan2020. The reporting consumer did not provide any relatedness for the events with insulin lispro treatment therapy or its humapen luxura (burgundy) device. Update 20jan2020: additional information received on 20jan2020 from global product complaint database. Changed the lot number from unknown to 1308b02 for product complaint (B)(6) relating to the humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly. Update 22jan2020: additional information was received from initial reporter on 20jan2020 via regional complaint personnel (rcp). Updated the device available for evaluation and narrative accordingly. No other changes were made to the case. Edit 04feb2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 25feb2020: additional information received on 24feb2020 from the global product complaint database and further information also received on 24feb2020 from the global product complaint database, which was processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and malfunction from unknown to no. Added date of manufacturer and date returned to manufacturer for the humapen luxura (burgundy) device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old (at the time of initial report) female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine for diabetes mellitus, enalapril maleate for kidney disease and levothyroxine sodium for hypertension and goiter. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml, cartridge), via a reusable pen (humapen luxura, burgundy) at 7 international unit, thrice daily, via unspecified route, for diabetes mellitus, beginning on (B)(6) 2007. Sometime in (B)(6) 2019, while on insulin lispro treatment, she had a issue because it was hard to push the humapen luxura, burgundy, therefore the humapen luxura, burgundy could not release the full dose of treatment and sometimes it was jamming due to which she suffered from increased blood glucose level since (B)(6) 2019 and was hospitalized on the same day and had not discharged by the time of report (pc number: (B)(4) and lot number: 1308b02). Further details including corrective treatment and outcome for events was not provided. Insulin lispro treatment status was not provided. Follow up would not be possible as the reporter denied consent and the treating physician contact details were not provided. The operator of humapen luxura, burgundy was the relative of patient and his/her training status was not provided. The humapen luxura, burgundy general model duration was not provided and the suspect device model durations of use was 10 years as it was started sometime in (B)(6) 2010 (considered as an improper use). Humapen luxura, burgundy suspect device was return to the manufacturer (return date was not provided). The reporting consumer did not provide any relatedness for the events with insulin lispro treatment therapy or its humapen luxura, burgundy device. Update 20jan2020: additional information received on 20jan2020 from global product complaint database. Changed the lot number from unknown to 1308b02 for product complaint (B)(4) relating to the humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly. Update 22-jan-2020: additional information was received from initial reporter on 20-jan-2020 via regional complaint personnel (rcp). Updated the device available for evaluation and narrative accordingly. No other changes were made to the case. Edit 04feb2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.